Manufacturer narrative:
Initial reporter: company representative.

Event description:
It was reported that patient presented in-clinic for follow up. Device exhibited post-sensed t-wave oversensing on the ventricular channel. Patient received inappropriate hv therapy. Programming changes were made in clinic. Patient was in good condition.